Event description:
The patient was revised on (B)(6) 2022 due to infection. Approximatly 4 months after the first surgery. The surgeon explanted 1 centered glenosphere 40, 1 humeral cup 40+3 and 1 stem 14. The surgeon implanted 1 humeral cup, 1 glenosphere, 1 glenoid baseplate, 1 post extension, 1 stem, 2 cortical screw, 2 standard screw and 1 locking screw.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.